Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with unspecified mentor breast prostheses developed bilateral seroma and bilateral capsular contracture (baker grade unknown) two years post-operation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor did not receive information if the suspect medical device is a saline or gel breast prosthesis. It will be reported as a saline breast prosthesis. If clarification on the type of device is received in the future, a supplemental report will be submitted. This medwatch report is for the patient¿s right breast prosthesis.